Manufacturer narrative:
Date sent to FDA: 07/02/2020. Additional information: d4, h4. Corrected information: d6. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient had a recurrent hernia repair on (B)(6) 2015 and mesh was implanted. It was reported that patient had a previous hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced fibroid uterus and multiple adhesion. Other impacted product was captured in a separate file. No additional information was provided.